Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-00917 and 3005099803-2015-00918 for the other associated device information. It was reported to boston scientific corporation that a three rotatable medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare failed to deliver current. A different cord, pad, machine and outlet was used but issue persisted. The same issue occurred with two other rotatable snares. The procedure was completed, but it was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: electrical resistance testing was performed and resistance measured at 13.6 ohms, within manufacturing specifications. Visual evaluation found the wire kinked in the middle of the device, however, the kink had no effect on the electrical function. The complaint was not confirmed. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-00917 and 3005099803-2015-00918 for the other associated device information. It was reported to boston scientific corporation that a three rotatable medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare failed to deliver current. A different cord, pad, machine and outlet was used but issue persisted. The same issue occurred with two other rotatable snares. The procedure was completed, but it was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) current failure. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.